Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and insulin injections were administered to address bg. Infusion set was changed multiple times; no issues were observed. Customer alleged pump was not delivering insulin properly. Tandem technical support (cts) reviewed pump history with customer and no alarms related to suspending insulin were observed. Customer maintained there was a pump issue. Customer reverted to using manual injections for insulin therapy.